Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device revealed no hardware or software abnormalities that would induce the reported allegation of error code 320 which was not duplicated during evaluation or found through a review of the event history log. The event history log did discover system error 322 alarms which might be what the customer meant to report, however the symptom was involuntarily missed during evaluation. The device in question will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 320 (latch switch error) alarm. There was no patient involvement. No additional information is available.